Event description:
The manufacturer was made aware of an incident that occurred on (B)(6) 2021 in which a patient was placed on a ventilator and the oxygen supply tube was incorrectly connected to the oxygen source. The device alarmed for insufficient oxygen flow and low oxygen inlet pressure as designed. It is reported that the staff did not address the alarms and the patient deteriorated and died.